Manufacturer narrative:
Manufacturer's investigation conclusion: the report of extrinsic outflow graft obstruction (eogo) was confirmed via the submitted images; however, a specific cause for the obstruction could not be conclusively determined through this evaluation. Seven CT images were provided by the account for review. The images confirmed a reduction in the lumen of the graft that appeared to be consistent with eogo. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6), with no further issues reported at this time. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, and the heartmate 3 patient handbook, are currently available. Section 1 of the IFU, ¿introduction¿, addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿heartmate touch communication system¿, describes the pump flow display and the hazard alarms. It also explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 5 of the IFU, ¿surgical procedures¿, outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under ¿attaching the sealed outflow graft to the pump,¿ instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5 of the IFU, under ¿preimplant procedures¿ and ¿implant procedures¿ cautions the user: ¿the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure¿ and ¿stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length.¿ section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, outlines all system alarm conditions as well as how to respond to each alarm condition. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a 15 minute low flow. A computed tomography angiography showed extrinsic outflow graft obstruction (eogo) and kink of the outflow graft. The bend relief was stented with 140 mm stent and the kink was ballooned. There were no more low flows after. There were no changes to patient condition or anticoagulation status that may have contributed. There were also no recent changes to pump parameters.